Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 335 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2016). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, irregular periods and obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 87 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.031 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: the patient well tolerated the procedure. The patient was given appropriate post procedure precautions regarding infection. Findings: there is normal appearance of the intrauterine cavity. There are no filling defects noted. There is no evidence of synechia. The uterine cornua are unremarkable. The left fallopian tube is occluded. The right fallopian tube is patent. The final image show some decompression of ontrast material from the intrauterine cavity into the vagina. Impression: the left fallopian tube is occluded. The right fallopian tube is not occluded. [Pathology test] on (B)(6) 2016: diagnosis: left fallopian tube segment, excision: no significant pathology. Complete transection. Right fallopian tube segment, excision: no significant pathology. Complete transection. Fibroid: leiomyoma, clinical history, desires sterilization, specimen(s) source, 1 left tube, 2 right tube, 3 fibroid. Gross description: 1. Left tube: received with fimbria is a single cylindrical segment of rubbery dark pink-tan to red purple tissue 4.3 cm in length, 0.7 cm in diameter. 2. Right tube: received with fimbria is a single cylindrical segment of rubbery dark pink to red-purple tissue 5.3 cm in length, 0.8 cm in greatest diameter. Within the lumen of the fallopian tube is an inserting severely coiled metallic wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters, patient information,medical history, lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 335 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2016). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.